Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all performed calibrations and tests.

Event description:
It was reported that during patient use, the graphic user interface (gui) display malfunctioned. The ventilator was removed without any reported patient harm.